Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil system. The physician attempted to detach a penumbra coil 400 using a penumbra coil detachment handle, but the coil would not detach. After multiple attempts, the penumbra coil detachment handle was discarded and a new penumbra coil detachment handle was use. The coil was detached and the procedure continued. There was no report of an adverse effect on the patient.